Event description:
It was reported that the lens was removed intraoperatively due to anterior capsule rupture during iol rotation. Lens was cut and removed through the enlarged incision and sutures were placed. The patient's eye was left aphakic. The surgeon is waiting for corneal edema to settle before placement of ac lens. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.